Manufacturer narrative:
(B)(4).

Event description:
The expected volume on (B)(6) 2011 was 8.9ml (40ml was found) and on (B)(6) 2011, the expected volume was 0ml (40ml found). An x-ray showed that the catheter was in place. The pump has not been filled since replacement. The patient was doing okay.

Event description:
At the pump refill, the physician removed 35 ml from the pump. The patient was experiencing a lack of pain relief as 0.5 mg morphine/day. The physician increased the flow rate to 0.9 mg/day with no effect. At the refills in (B)(6), (B)(6), and (B)(6), the physician removed 40 ml from the pump. On (B)(6) 2011, the physician tried to "suck on the catheter access, nothing again." A decision was made to replace the pump. During the replacement, the catheter was "permeable" when they removed the pump, so the catheter was not changed. There was reported to be no patient injury. Following the pump replacement, the patient was getting pain relief with morphine 1 mg/ml at 0.7 mg/day.

Manufacturer narrative:
Analysis of the pump revealed pump pumphead deformed head. This pump did pass patency, dispense, infusion and volume testing for accuracy. Pump failed the dispense testing due to odd looking graphing during lab testing only. The odd looking graph indicated a possible pump tube issue and in this case did not affect accuracy of the infusion of the pump. Complaint against this pump was a significant volume discrepancy at each refill and that the attached catheter was not patent due to being unable to aspirate thru the cap of the pump. No catheter was returned for analysis. It is further explained during the complaint that the existing catheter was placed on new pump and that the patient was receiving therapy after the revision. The catheter in question is an sc type catheter. It is suspected that there may have been a miss-alignment of the sc to pump and when the catheter was removed during pump replacement that the issue corrected itself. This theory is not confirmed because the catheter was not returned for analysis. A motor stall recovery indicator was found in the pump logs, this is an indication that at some time during pump life a motor stall and recovery had occurred, the pump logs did not indicate a continuous pattern of motor stall and recoveries so this was ruled out for the large volume discrepancies, no motor stalls occurred while in the lab for testing. Destructive testing was performed to get the root cause for the odd looking 1 rev dispense testing graph. It was discovered that white precipitate was found on the pump tube and in the pump head compartments along with surface residue on the motor can. Pump tube leak testing was performed and passed lab testing. The outlet side of the pump tube had a significant deformation or bend in it. This bend or deformation is the root cause for the odd looking graph. When the pump head is rotating and pushing the bolus of fluid thru the tube, the bolus of fluid needed to over come the bend in the outlet. By watching the video you can see that the outlet of the tube "rocks" back and fourth every time a roller is approaching and coming off of the race. The complaint of volume discrepancy was not confirmed in the lab, lab testing did confirm that pump was infusing, dispensing accurately. Pump did fail lab test for the deformed tube which caused the odd looking graph. Root cause for the deformation/bend of the pump tube could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: it was later reported that the health care provider tried to aspirate the catheter but did not get any fluid back.